Event description:
The customer reported that since (B)(6) 2018 his blood glucose readings were not being stored in the memory of the contour next usb meter. No adverse event was alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.